Manufacturer narrative:
The customer ordered a replacement part via phone call with the philips response center.

Event description:
The customer biomed reported that the output was low. There was no patient involvement.